Event description:
As reported by the user facility (translation of user facility info (B)(4)): two different pts - pump - no diffusion. When asking the broadcaster, it did not work (not dripping) (formerly, in the manufacture of the diffuser, the preparers had verified the arrival of a drop = ok but very long time to come). He necessary to press the ball for the firsts drops appear. He has been asked to the pt.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4). No sample is available for investigation. We are awaiting a statement from our MFR. A f/u report will be provided after the MFR statement is available.